Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 06/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings: a review of the black box did not show any evidence of power issues or any activity outside normal use. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. Visual inspection revealed that the battery compartment was undamaged. The pump powered on normally and successfully completed ez-prime steps with no power issues. The pump was exercised for 24 hours with no power issues occurring. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation.